Event description:
MFR's rep reported pt continued to experience increased pain despite pump programmed dose increases. Device troubleshooting has been done. The first catheter dye study confirmed patency of the of the intrathecally placed catheter. A second dye study was attempted sometime after the first, and was inconclusive due to the hcp's inability to aspirate the existing medication and csf through the catheter access port, thereby concluding further diagnostic eval of the catheter. There has been no report of pump reservoir volume discrepancies, rotor stall, or pump alarms. Implant duration of the pump approx 56 months. Add'l device troubleshooting is being considered. Final pt outcome and further device intervention/troubleshooting has been requested from the hcp but is unavailable at the time of this report. A follow up report will be sent when new info is received.